Manufacturer narrative:
(B)(4). A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient called in after her treatment was complete and stated that when she was removing the cassette, she noticed fluid on the cassette and inside of the cycler door. The patient did not see any holes in the cassette. Follow-up with the pd patient's clinic registered nurse (rn) revealed the patient had to perform manual exchanges for two days and was sent a replacement cycler. The nurse stated that the patient didn't experience any adverse events.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient called in after her treatment was complete and stated that when she was removing the cassette, she noticed fluid on the cassette and inside of the cycler door. The patient did not see any holes in the cassette. Follow-up with the pd patient's clinic registered nurse (rn) revealed the patient had to perform manual exchanges for two days and was sent a replacement cycler. The nurse stated that the patient didn't experience any adverse events.